Event description:
Information was received from a patient (pt) regarding an implantable neurostimulator (ins) for the treatment of bladder issues. It was reported that since receiving the implant on (B)(6) 2023, I have been getting up 2-3 times at night, whereas before they were only getting up 1-2 times. The patient said that baseline symptoms for frequency were 15 times for the whole day, and the current three-day tracking (past saturday¿monday) overall total is 11 times per day. The patient said that the surgeon suggested the tracking. When asked, the patient said that prior to the implant, she was taking gemtesa (samples); however, since the day of the implant, she has stopped taking the medication.  The patient did connect to the implant, but will maintain the current setting until discussed with a healthcare provider. It was reported that over the past couple of weeks, they  have noticed that whenever I bend over to get dishes out of the dishwasher,  feel vibration in my left buttock and penis. The patient also mentioned that about 3¿5 days ago they noticed the same vibration while sitting at their desk. The patient said that the vibration sensation started after sitting for about 5¿15 minutes. The patient then said that it happened again earlier today when they were sitting at a table at a restaurant, and when they got to the car, the same thing happened, but after a while in the car, the vibration stopped. When asked, the patient was driving the vehicle. The circumstances that led to the reported issue were unknown. Reviewed changes in posture could affect the intensity of stimulation sensation. Patient to consider their movements and potentially make some adjustments to how quickly they transition to a different posture and monitor. Patient to pay attention to where stimulation is felt in the buttock if it reoccurs. Reviewed therapy information and general programming guidance. Redirect to the doctor if the issue persists. The patient was redirected to their healthcare provider to further address the issue. Redirected caller: patient's hcp.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Case reopened to send email to field staff. Patient called back and repeated information previously noted regarding lack of therapeutic effect. Patient stated their healthcare provider (hcp) is having them try a 14 day test with the programs. Reviewed changing programs. Patient was unaware they needed to adjust stimulation after changing programs. Reviewed stimulation expectations. Patient will continue following hcp directions. Patient requested manufacturer representative (rep) be notified about what was discussed. Email sent to rep.